Event description:
During a cervical laminectomy procedure, the patient awoke from anesthesia and began moving about. Two physicians examined the patient under the drapes and noticed that the head was closer to the skull clamp's base unit than it was previously. No lacerations were apparent, but following surgery, a 1.5 cm laceration was discovered at the site of a skull clamp pin. The wound was sutured and there were no further complications. The skull clamp and base unit were examined by clinical engineering. No significant problems were discovered with either device. However, the c-arm of the skull clamp had slightly excessive lateral movement. It was returned to the manufacturer for evaluation. The cause of the event is supposed to be an adequate level of anesthesia. The anesthesiologist claims that light anesthesia was necessary because of evoked potential monitoring during proceduredevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: modification of device, related to another drug/device, unanticipated short term complication of procedure. Conclusion: device was out of spec but this does not relate to event, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.